Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was 26 mg/dl. The patient treated with glucose tabs. The patient also had a low blood glucose of 30 mg/dl despite a sensor glucose of 100 mg/dl. Troubleshooting was declined for the low blood glucose incidents. The insulin pump was not returned for analysis.